Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that loss of capture on the right ventricular (rv) lead resulted in the patient experiencing complete heart block with an escape rhythm in the 20 beats per minute range. It was found that the lead had dislodged overnight post implant. There was intermittent capture and high and fluctuating thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.